Event description:
A peritoneal dialysis (pd) nurse reported that a patient presented to the emergency departement (ed) with abdominal pain, nausea, vomiting, and hypotension. The patient was admitted to the intensive care unit (ICU) and started on a norepinephrine drip as well as a one time bolus of intravenous fluid. The patient also suffers from pancytopenia related to multiple myelomas, she received one unit of packed red blood cells for a low hematocrit. The patient's etiology was unclear however, possible viral gastroenteritis was suggested; volume depletion verses sepsis. The patient's blood pressure stabilized and was transferred out of the ICU in stable condition.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of plant's investigation.